Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy/end to end anastomosis, while the device was being used at end to end anastomosis, the surgeon started firing as usual, however, the knife did not advance and the stapling was not performed. The nurse said that the surgeon had squeezed the handle as usual. The sales rep noted that the staple pusher of the cartridge in question was not pushed up at all. The procedure was completed with another device. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.